Event description:
It was reported that, an 840 ventilator had a safety valve open message and vent was inoperable . The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.